Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound-guided breast biopsy, when opening the sample notch an unusual sound was heard and allegedly the tubing detached from syringe. It was further reported that the issue occurred after obtaining two tissue samples and the procedure was completed with the samples obtained. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Investigation summary: one vacora biopsy needle was returned for evaluation. The device was returned with the vacuum hose disconnected from the syringe. Dimensional and functional evaluations were performed. Functional testing was performed by re-attaching the syringe hose. The hose was noted to be detached during a sampling cycle. It was noted that the airway for the vacuum of the syringe was blocked through the stylet and would build pressure with no route to escape, thereby forcing the hose off. Therefore, the investigation is confirmed for detachment of device or device component. Per evaluation results, the returned needle was bloody including within the syringe hose. It is likely that blood debris and tissue fragments blocked the vacuum airway contributing to the confirmed issue. It is unknown if procedural and/ or patient factors contributed to the reported event. The definitive root cause could not be determined. Labeling review: a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, cautions, possible complications and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an ultrasound-guided breast biopsy, when opening the sample notch an unusual sound was heard and allegedly the tubing detached from syringe. It was further reported that the issue occurred after obtaining two tissue samples and the procedure was completed with the samples obtained. There was no reported patient injury.